Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of repair order log (B)(4). Per repair authorization form: "units stops working when foot pedal is pressed over a minute." (B)(4).

Manufacturer narrative:
(B)(4). Please find attached the leep 1000 final MDR submission package , regarding all initial MDR's, and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: leep system investigation summary. Leep 1000 tech bulletin cover letter. Tech service bulletin 12151. Project #1676 - leep system 1000 root cause. This concludes coopersurgical's root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of repair order log (B)(4). Per repair authorization form: "units stops working when foot pedal is pressed over a minute." (B)(4).